Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, likely due to wear and tear. The autopulse platform was manufactured in 06 april 2016 and is (B)(6) years old. Upon visual inspection, cracked top cover, front and bottom enclosures were observed likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The damaged top cover, front and bottom enclosures needs to be replaced to address the physical damage. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) error message, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs to be replaced to remedy the fault. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.